Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant medical products: part 195754, lot 984760- vgxp xp inlk pri tib tray 69mm, part 195884, lot 157680- vgxp xp e1 tib brg lm 9x71, part 195814, lot 553820- vgxp xp e1 tib brg ll 9x71. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: MFR 0001825034-2018-01254, MFR 0001825034-2018-01257, MFR 0001825034-2018-01260. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies related to this complaint were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
(Clinical study 501) 6 month post operative moderate pain.